Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot . Manufacturing location: supplier ¿ (B)(6) / inspected, packaged and released by: (B)(6). Release to warehouse date: apr 25, 2017. Part number: 04.503.122, ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid. Lot number: h273995 (non-sterile) . Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection (B)(4) rev c met all inspection acceptance criteria. Certificate of conformance supplied by (B)(6) dated apr 14, 2017 was reviewed and determined to be conforming. Packaging label logs lppf, lmd/lpf rev ac were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 22006, ti2***si.60, lot number: 9934197, lot quantity: (B)(6) lbs. Material certification supplied by (B)(6) dated oct 15, 2015 was reviewed and determined to be conforming. Lot summary report dated oct 27, 2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review. DHR reviewed jan 20, 2020: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the mesh was broke post-op. The related complaint was (B)(4). On (B)(6) 2019, a partial scalp bulge was found in the left skull repair area, and a partial feeling of titanium mesh motion was observed after CT scan on (B)(6) 2019. Second repair surgery has not been given, it was unknown the time of the 2nd surgery. The procedure and the patient outcome were unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is an unknown date in 2019. H6: patient code 3191 used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.